Event description:
The mother of a female reported that her daughter has been experiencing elevated blood glucose values, "hi" (typically >600 mg/dl) on her meter. She stated that she does not experience any symptoms other than extreme irritability. She stated that she did not notice any separations and did not identify any air bubbles in the infusion set tubing. Her mother reported that they switched to another infusion set and bolused. The mother reported that her daughter's blood glucose values then returned to normal. No medical assistance was required. The product was requested to be returned for evaluation.